Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon test fired the device outside the patient and it would not open. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the non-functional anti-backup feature, two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was not completely visible. The anti-backup and the orange indicator failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.